Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma (specific date not reported). The patient was reimplanted with a new device on (B)(6) 2025.